Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the coronary sinus and there was diaphragmatic stimulation observed. The physician attempted to place the lead in several positions and once it reached the target position, the lead lobes would not extend or be fixed. The physician then attempted to flush the lead with heparin saline but it did not work. The lead was retracted and it was noted the delivery catheter was found to be fractured after removing the lv lead and the delivery catheter from the patient. No patient complications have been reported as a result of this event.